Event description:
It was reported that pepgen p-15 putty was used in the upper right posterior maxilla prior to implant placement. After an unknown healing period of the graft, an implant was placed into the grafted area with bone quality type ii. The ostectomy was prepared via drilling, bone expanding, and bone condensing; note; bone condensing is not a common practice with bone quality type ii. The patient has fair oral hygiene, though otherwise the medical history is unremarkable. Healing was subgingival, according to a two stage technique. The implant was explanted after functional loading with signs of clinical mobility, progressive bone loss, and periimplantitis four months after the initial placement. It is reasonable to presume that the initial graft was integrating based upon clinical and/or radiographic examination and was free from signs and symptoms of infection as the doctor placed an implant into the grafted area. The implant was loaded within at least four months of being placed.

Manufacturer narrative:
Loading and failure of the implant four months after placement with signs of bone loss and infection likely suggests either surgical trauma (heat - excessive drill speed/inadequate cooling or pressure, or condensing type ii bone) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy) resulting in micro or macro movement and subsequent fibrous integration, or failure of the bone graft to integrate sufficiently prior to placement of the implant. Failure of bone grafts to osseointegrate and infection are inherent risks of the surgical procedure, although uncommon. In addition to the above possible causes of the failure, the product not performing to specifications, non-sterile product, and grafting techniques are also possible causes. From the information provided, it is not possible to definitively determine if the implant, graft, technique, patient compliance, post-operative complication, etc. Was the etiology of failure. Determination of a possible etiology for the failure is further complicated by the fact that it is not known when the graft procedure was performed. However, since a second surgery was required to remove and/or replace the implant and graft, this event meets the criteria for reportability per 21 cfr part 803. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.